Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the hemostatic valve was damaged. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used. During the procedure the airtightness of the was sheath hemostatic valve was damaged. The procedure was completed and the patient condition following the procedure was stable. No further information was provided.